Manufacturer narrative:
Device manufacturing date is unavailable. Other relevant device(s) are: 9735638, sw version: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation instrument, outside of procedure. It was reported that the system does not recognize when they plug in their frontal balloons. It recognizes the other instruments they use. No patient was present.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts required replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The software analysis was unable to determine probable cause without further information since the behavior cannot be replicated. System checkout passed. If information is provided in the future, a supplemental report will be issued.